Event description:
A 15 mm diameter x 8.5 cm length aneurx iliac leg stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in a patient with moderate tortuosity and little calcification in 2001. Iliac sizing is unknown. It was reported that the physician experienced a little difficulty pulling the sheath back upon deployment of the stent graft. It was difficult to wind the graft cover over the stent graft. The stent graft was deployed with a successful result. No additional clinical sequelae were reported and the patient is reported to be fine.